Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided in the article. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni.

Event description:
Four patients identified in the article were revised approximately ten years post-implantation due to dissociation of the polyethylene liner.